Manufacturer narrative:
The insulin pump passed all functional testing. However, the device was received stuck in the motor error loop during bolus/basal delivery. It was not possible to confirm a motor position encoder error alarm, due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.the insulin pump was received with a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that thecustomer received motor error alarms during the fixed prime segment of a set change. Customer's blood glucose was 14.3 mmol/l and customer had pens to treat for high blood glucose. No exposure to a strong magnetic field was recalled. Customer was not using the sensor feature and was able to rewind the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.